Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (batch no. Cis709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection, vaginal discharge, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder/urinary problem quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received reporter information was added. Lot no was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (batch no. Cis709-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection, vaginal discharge, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (batch no. Cis709-inv,c18709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no." The patient's medical history included vaginal discharge and uterine bleeding. Pregnancy test negative. Previously administered products included for an unreported indication: mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection, vaginal discharge, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder/urinary problem discrepancy noted in date of insertion: (B)(6) 2015. Insertion details-right tubal ostium. Trailing coils in uterus: 3., left-trailing coils in uterus: 5, most recent follow-up information incorporated above includes: on 12-apr-2021: medical records received- lot number added. New reporter,insertion details, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (batch no. Cis709-inv,c18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no. The patient's medical history included vaginal discharge and uterine bleeding. Pregnancy test negative. Previously administered products included for an unreported indication: mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection, vaginal discharge, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder/urinary problem discrepancy noted in date of insertion- (B)(6) 2015, (B)(6) 2015. Insertion details-right tubal ostium. Trailing coils in uterus: 3., left-trailing coils in uterus: 5. Lot number cis709 is not valid. Lot number: c18709 manufacture date:2014-01, expiration date: 2017-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection, vaginal discharge, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. Previously reported event injury to herself were updated dysmenorrhea cramping , pelvic pain, back pain, psych injury, perforation- uterus, uti, vaginal discharge, headaches, nausea, essure confirmation test(s) conducted, specify: no. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.